Manufacturer narrative:
The issue occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis as a result of a damaged transfer set which was in use on the patient for pd therapy. The damage was further described as ¿a hole in the tubing¿ near the twist clamp. The cause of the hole was not reported. It was reported that the hole in the tubing was noted by the patient on an unspecified date, however, the patient did not seek timely replacement of the transfer set. Subsequently, on an unspecified date, the patient experienced fungal peritonitis. On an unreported date, the patient began unspecified treatment for the peritonitis (no further detail). It was reported that pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event or whether pd therapy continued to be ongoing. On an unreported date, the patient was recovered. No additional information is available.